Event description:
It was reported that the ilet user accidentally selected a "more-than-usual" breakfast meal announcement instead of the intended usual meal size, resulting in an incorrect meal size entry. No reported symptoms or adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and user education on correct meal announcement entry. Investigation of this case revealed user error related to meal size selection with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error in use of the device.